Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and greased. The snubber board was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed low kv, low ma error messages and would not produce x-rays. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.